Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that aspiration of probe did not work during vitrectomy surgery. The condition of actuation and cutting was unknown. The surgery was successfully completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation, and nonconforming for aspiration. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was slightly bent. Gouge marks observed at bend area and on several locations along the inner cutter. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference (needle assembly) was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product's acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure; the evaluation did not indicate the probe had an actuation failure. The cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was able to aspirate once the observed interference was removed, all probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer's internal reference number is: (B)(4).